Event description:
The manufacturer received information alleging a ventilator alarms and will not power on. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's power supply was replaced to correct the problem. The failure of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. Although the ventilator was found to audibly and visually alarm appropriately for a loss of ac power, this type of malfunction could result in a loss of therapy.